Event description:
It was reported during the anterior talofibular ligament repair that the blue handle fell off the device when it was pulled. The broken-off part did not fall into the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection it was noted that the shaft of the dx fibertak suture anchor, st & ndls, was broken off from the handle. -functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.